Event description:
I had bilateral silicone breast implants implanted in (B)(6) 1990. I developed swelling and redness of the right breast in 2002 followed by enlarged lymph nodes and skin nodules. I was diagnosed with nodular sclerosing hodgkins of the right axilla which spread to the skin six months later. This was treated with chemo and radiation however two months later it recurred. I was treated with a stem cell transplant and within 60 days developed a 7 cm tumor of the chest wall surrounding the right breast implant and enlarged anterior maxillary lymph nodes. This was diagnosed as a recurrence and treated with more radiation. Four months later I developed multiple painful, blistering lesions of the right breast. These were biopsied and diagnosed as alcl. The oncologist and pathologist said there was a strong possibility that the previous diagnosis of hodgkins disease was incorrect and indeed I could have had systemic alcl all along. After reading about the association between alcl and breast implants I want to make sure that my case is included for research purposes. There was no correlation between the implant and the disease at the time so I did not have it removed until 2008. Reason for use: aesthetic.